Event description:
Procedure type: laparoscopic cholecystectomy. According to the rptr: during use, leakage occurred and it was noticed a part of seal fell into cavity. Used another device. No bleeding. The piece was retrieved. No tissue damaged. Not extended more than 30mins. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B) (4).